Manufacturer narrative:
H3 device evaluation: the ams 700 flat reservoir was visually inspected and leak tested. There was a leak in the reservoir shell adapter junction attributed to fatigue and wear at a fold; a hole was present. The reservoir had wear at fold in the reservoir shell as well. The identified fluid leak is also the probable cause of the reported related to inflation and mechanical issues, as the device would not be functional after the system fluid was lost.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted four years ago. Six weeks ago the pump began to stick. The doctor was able to manipulate the device digitally a few times in his consulting room, but he is no longer able to inflate the device. No revision has been planned yet.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted four years ago. Six weeks ago the pump began to stick. The doctor was able to manipulate the device digitally a few times in his consulting room, but he is no longer able to inflate the device. No revision has been planned yet.